Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly, legs crossing causing frustration in case. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.